Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture present in the cartridge compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 09/09/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 08/20/2015 with the following findings: during investigation, evidence of moisture was observed in the cartridge compartment. Unrelated to the initial complaint, the pump casing was cracked in the upper right hand corner of the display. The pump failed a leak test due to this. The pump cover was opened and evidence of moisture contamination was found on the motor flex cable and connector. Additionally, the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.